Event description:
After an implantation period of approx. 19 months, atrial and ventricular oversensing was reported during a regular follow up. On fluoroscopy images, a possible insulation breach on both leads could be observed, probably due to clavicular mechanical stress on the leads. The leads were explanted, but not yet returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads were scrutinized, including a visual, mechanical and electrical inspection. During the analysis of the safio approximately 32 cm to 33 cm distal to the is-1 connector pinthe lead body was found squeezed and deformed. In this region the insulation was damaged and the outer coil was found fractured. Subsequent analysis of the linox smartpromri demonstrated a squeezed and deformed lead body with damaged insulation between 37 cm and 38 cm distal to the is-1 connector pin. These damages can be considered as the root cause of noise on both channels which was reported in the complaint description. The assumption of clavicular stress mentioned in the complaint description could be confirmed. Based on the characteristics as well as the location of the damages, it is most likely that the leads had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.